Event description:
It was reported that the 9600 system locked up and would not fluoro during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.